Manufacturer narrative:
Upon reassessment of the reported event it was determined that this product should be reported under MFR number 0002648920-2018-00265.

Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: 00625006560, bone scr 6.5x60 self-tap, 62448819; 00625006535, bone scr 6.5x35 self-tap, 62836982; 00620206020, shell porous with multi holes 60 mm, 62192775; 00625006530, bone scr 6.5x30 self-tap, unknown. Report source, foreign ¿ events occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient underwent revision surgery due to dislocation. Attempts have been made and additional information on the reported event is unavailable.